Event description:
Manufacturer ref.#: 286188.

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated test use of the received o2 and air gas module has not reproduced the described customer issue. Evaluation of the received device logs shows confirms the reported alarm for high o2 concentration on (B)(6)2019 . Alarms for low o2 concentration was also found. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation. A hypothetic scenario is oscillations in the gas modules causing the oxygen concentration to deviate from the set value, probably a faulty nozzle unit.

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).